Event description:
It was reported that an ilet user wearing a dexcom g7 experienced a ¿dosing stops soon/cgm not paired¿ alert with two pairing failures between the g7 and the ilet; troubleshooting included re-entering the g7 code in the ilet and toggling the sensor settings, after which the sensor paired and displayed accurate values. The user experienced a blood glucose peak of 324mg/dl with no associate clinical symptoms reported. Outcomes included no lasting health consequences or impact. User support included user communications and analysis of information provided by the user. Investigation of this case revealed an intermittent communication failure consistent with an interoperability problem between the sensor and the ilet, with involvement of the electrical and magnetic subsystem and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.